Manufacturer narrative:
Correction information b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the brush was stuck in the pipe, but the cause of the stuck was not identified. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 03-oct-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 04-oct-2016. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a brush stuck in the op-channel. This event occurred at the time of during reprocessing. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.